Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.00/+0.5/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the lens was implanted upside down. There was no patient injury. The lens was exchanged for another same model/length lens and the problem was resolved. The cause of the event was unknown.